Manufacturer narrative:
The two outflow graft revisions are addressed under MFR # 2916596-2020-02187 and MFR # 2916596-2020-02188. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for suspected pump thrombosis and they have been having low flow alarms and power elevations with fatigue and shortness of breath with activity. The patient's lactate dehydrogenase (ldh) has also increased to greater than 600 u/l and their brain natriuretic peptide (bnp) was significantly elevated. Upon log file review, persistent pi events were found with consistent above baseline powers in the range of 8-9w and some powers greater than 10w. Two pump stop events were also observed that both occurred while using the power module, but these events appear to be caused by either a high current event (associated with the high powers) or possibly an issue with the percutaneous lead. Furthermore, a speed drop event was noticed on (B)(6) 2020 as well as some power elevations. Upon image review, a possible stress point has been observed on the percutaneous lead. The patient had gained a considerable amount of weight since implant, despite assistance to alter diet and decrease weight. He has undergone two outflow graft revisions since implant. Upon admission, patient was volume up approximately 13 pounds. The patient reported symptoms of shortness of breath and increasing fatigue with most activity for the week prior to admission. Upon admission, patient was diuresed with furosemide, and blood pressure medications adjusted to treat hypertension. Inr was found to be therapeutic and has been for the majority of the last year. Warfarin was continued and the patient was started on heparin drip. The pi events resolved with resolution of the hypertension and diuresis and the patient was discharged home with an ungrounded cable, medication adjustments, and increased diuretics. Pump thrombosis was not diagnosed after evaluating all imaging, labs, and log files. Upon the patient's later clinic visit ((B)(6) 2020), their log file showed one pump stop on (B)(6) 2020 (in addition to intermittent power elevations), possibly caused by a high current event associated with the high powers or possibly a percutaneous lead issue. This occurred while the patient was on his old cable and will continue on an ungrounded cable to prevent more pump stops.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: analysis of the log files confirmed low speed and pump stoppage events; however, a specific cause for this event could not conclusively be determined. Based on past experience with the hmii lvas and similar reported events, the captured events appeared consistent with a potential driveline issue. Additionally, the analysis of the log files confirmed elevations in pump power; however, a specific cause for this finding could not be conclusively determined. Lastly, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted log files contained data from (B)(6) 2020 through (B)(6) 2020 and from (B)(6) 2020 through (B)(6) 2020. Power elevations were observed throughout the log files. The power elevations were accompanied with elevated flows and were captured during pi events. The file captured low speed and/or pump stoppage events on (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. It was noted that the patient was supported by the power module. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until (B)(6) 2020 when the patient received a pump exchange (refer to MFR # 2916596-2020-02965). The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. The IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Pump speed, power, flow, and pulsatility index are also provided in this IFU. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and notes that pi events can occur due to sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Both the IFU and the patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient handbook also contains important warnings relating to pump stops and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.